Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china had foreign matter in the syringe on 4 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2020, china resources received feedback from the head nurse in the operating room of the hospital. When opening a 5ml syringe product package and adding the liquid, after drawing in the medicine, it found that there was a white unidentified object in the syringe. It was removed in time and was not used on the patient. The hospital requires a written report with an official seal, please give feedback in time.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2020-11-04 . Investigation summary a device history record review was performed for provided lot number 1904235 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the returned samples, white particles were observed within the syringe. It has been determined that these particles are composed of lubricant from the syringe barrel. The lubricant acts as a slip agent and is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The addition of this lubricant is a normal process and is inherent to the design and function of the two piece syringe. The lubricant used meets the most restrictive food additive regulations. A toxicologic material risk assessment indicates that the lubricant has an extremely low to negligible risk of an adverse event during application. Our quality team will continue to monitor the production process for defects related to this lubricant process and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd (B)(6) had foreign matter in the syringe on 4 occasions before use. The following information was provided by the initial reporter on september 11, 2020: (B)(6) resources received feedback from the head nurse in the operating room of the hospital. When opening a 5ml syringe product package and adding the liquid, after drawing in the medicine, it found that there was a white unidentified object in the syringe. It was removed in time, and was not used on the patient. The hospital requires a written report with an official seal, please give feedback in time.